Event description:
White particulate matter on attached 22ga 1 1/2" needle. This syringe was open. The cap was sealed. Upon taking the syringe out of the casing and removing the needle cover, dr noticed the needle had some white spots on it. The needle was capped, the syringe and needle placed back into the casing. Dr wants a report back as to why and what was the white substance.